Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and irritated. The patient's spouse described the patient's skin was chafing under the left breast and indentation marks were present under the electrodes. Field services reported the patient had some scars present from having open heart surgery, there is no indication the scarring was caused from the equipment. There was no alleged device malfunction contributing to the irritation. The patient was given a water-based lotion from the hospital. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and irritated. The patient's spouse described the patient's skin was chafing under the left breast and indentation marks were present under the electrodes. Field services reported the patient had some scars present from having open heart surgery, there is no indication the scarring was caused from the equipment. There was no alleged device malfunction contributing to the irritation. The patient was given a water-based lotion from the hospital. Follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.